Event description:
Customer reported that she had unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at scene. The blood glucose reading was 28 mg/dl when the paramedics arrived. Customer stated that she was driving and did not feel well she pulled over and woke to her kids and paramedics waking her up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.